Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel perforation, hemorrhage and patient complications of neurological deficits are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located in the left middle cerebral artery, m1 segment. During the procedure, vessel perforation of the lateral lenticulostriate artery occurred. Intravenous amicar was administered and the thrombectomy was completed. Post procedure, the patient experienced symptomatic intracranial hemorrhage and amicar was administered. The patient's condition was reported to be nonverbal but is following commands and requires assistance with daily activities. The events were reported to be related to the procedure and unrelated to the device.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located in the left middle cerebral artery, m1 segment. During the procedure, vessel perforation of the lateral lenticulostriate artery occurred. Intravenous amicar was administered and the thrombectomy was completed. Post procedure, the patient experienced symptomatic intracranial hemorrhage and amicar was administered. The patient's condition was reported to be nonverbal but is following commands and requires assistance with daily activities. The events were reported to be related to the procedure and unrelated to the device.